Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported explantation of an intraocular lens (iol) due to "iol power surprise." The iol was exchanged with an alternate iol approximately 3 weeks following the initial procedure. Additional information has been requested; however, further information has not been received.